Manufacturer narrative:
(B)(4)

Event description:
It was reported the spring wire guide was kinked prior to use. No patient involvement was reported. A new kit was obtained for use.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked prior to use. No patient involvement was reported. A new kit was obtained for use.